Manufacturer narrative:
As reported, a patient developed pain at the access site a week after a procedure where a 6/7f mynxcontrol vascular closure device (vcd) was used. Some of the peg was sticking out after deployment due to the patient's weight. The piece was trimmed off and they achieved hemostasis with no issues. The patient was discharged home and developed pain at the access site a week after the procedure. He went to his local provider and was diagnosed with cellulitis at the access site and is now on antibiotics. A 6f unknown venous sheath and a 7f unknown arterial sheath were used to obtain hemostasis with the 6/7f mynx closure devices. The mynx vcd was used in a left and right heart catheterization procedure, which was interventional. The procedure employed a retrograde approach. The deployer was trained in the mynx device. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. There was also no presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU, and the packaging was not compromised during storage. The packaging was opened in a sterile field, and sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure and was under general anesthesia. The procedure was performed on an outpatient basis. Post-procedure, the access site was cleaned and maintained with a sterile bandage, which was removed 24 hours later. The patient was not immunocompromised nor had a history of recent infections, and was not taking chemotherapy, steroid therapy, or tnf inhibitors. The device is not available for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and based on the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement partial and infection¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films/images, the cause of the reported event could not be determined. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, a patient developed pain at the access site a week after a procedure where a 6/7f mynxcontrol vascular closure device (vcd) was used. Some of the peg was sticking out after deployment due to the patient's weight. The piece was trimmed off and they achieved hemostasis with no issues. The patient was discharged home and developed pain at the access site a week after the procedure. He went to his local provider and was diagnosed with cellulitis at the access site and is now on antibiotics. A 6f uknown venous sheath and a 7f unknown arterial sheath were used to obtain hemostasis with the 6/7f mynx closure devices. The mynx vcd was used in a left and right heart catheterization procedure, which was interventional. The procedure employed a retrograde approach. The deployer was trained in the mynx device. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. There was also no presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU, and the packaging was not compromised during storage. The packaging was opened in a sterile field, and sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure and was under general anesthesia. The procedure was performed on an outpatient basis. Post-procedure, the access site was cleaned and maintained with a sterile bandage, which was removed 24 hours later. The patient was not immunocompromised nor had a history of recent infections, and was not taking chemotherapy, steroid therapy, or tnf inhibitors. The device is not available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.